Event description:
Tip of instrument broke off and was not retreivable. Surgeon was working on the patient's anterior cervical vertebra. Instrument was a 2.0 mm angled awl (catalog number 03.617.993) belonging to the surgical instrumentation for the synthes zero-p implant.there was no apparent injury to the patient. It is my understanding that if the dr removed it, then he would have had to do a corpectomy on the patient. Dr bent the shaft at the tip of the awl instrument according to the surgical tech. There was no need for imaging as everyone was aware that the tip of the instrument was deliberately left in the patient after it broke off. I have the instrument here for risk management pick up and review.